Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements in the 130 ohm range. Of note, the lead is a single coil lead. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
Additional information was received that this lead exhibited high out of range shock impedances in which multiple shocks were delivered into an open circuit condition. The patient was then noted to have experienced atrial fibrillation following the delivered shocks. This lead remains in service and will be evaluated further. No adverse patient effects were reported.